Event description:
Information was received indicating that a smiths medical pump was presenting with double beep with a cassette while testing. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The downstream sensor was the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.